Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the epidural catheter does not go through in the tuohy needle; it was stuck against the needle.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. The customer reported that "the epidural catheter does not go through in the tuohy needle and that it was impossible to introduce the catheter because it was stuck against the needle." The customer returned an epidural catheter along with a stylet and needle guard, epidural needle with device guide, and a lidstock, reference attached file inp1900064041. During the visual inspection of the epidural needle it was revealed that the stylet was bent at the distal end of the catheter. The outer diameter (od) of the returned epidural needle measured 1.50mm (caliper 10081388) and the inner diameter (ID) of the returned epidural needle measured 1.19mm (pin gauge: c05157) which is within the specification of and 1.49mm-1.52mm for the od and 1.19mm-1.22mm for the ID per graphic rz-05400-006, rev 01. The outer diameter (od) of the returned epidural catheter measured 1.07mm (ring gauge: c05172) and the inner diameter (ID) of the returned epidural catheter measured 0.66mm (pin gauge: c05157) which is within the specification of 1.07mm for the od and 0.62mm-0.69mm for the ID and per graphic kz-05400-001, rev 09. An attempt to thread the returned epidural catheter was made. The distal end of the catheter would thread through the returned 17ga epidural needle, no resistance was met. A drag test was performed per pip-013, rev 3 using the returned epidural catheter, returned epidural needle, and weight (c05406). The returned epidural catheter passed the drag test with the epidural needle. The design history was reviewed with no material changes that could have led to this complaint, no material changes have been made to the epidural needle and epidural catheter. A corrective action is not required at this time as there were no functional or dimensional issues found with the returned complaint sample. The reported complaint of the epidural catheter was stuck against the needle could not be confirmed. The inner diameter (ID) of the returned epidural needle was measured and the epidural needle was within specification for ID. The outer diameter (od) and length of the catheter was measured , and the catheter was within specification for length and od. The returned epidural catheter could be thread through the returned epidural needle with no resistance met and the returned catheter passed a functional drag test. No dimensional or functional differences could be found with the returned needle and epidural catheter. A device history record review was performed on the epidural needle and epidural catheter with no evidence to suggest a manufacturing related cause. Based on the result of this investigation, there were no functional or dimensional issues found with the returned epidural needle and epidural catheter. Other remarks:

Event description:
It was reported that the epidural catheter does not go through in the tuohy needle; it was stuck against the needle.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter and needle with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter and needle with no relevant findings. The potential cause of catheter not threading could not be determined based upon the information provided and without a sample.

Event description:
It was reported that the epidural catheter does not go through in the tuohy needle; it was stuck against the needle.